Event description:
The customer representative visited the hospital to attach the option kit to the iabp. Before attaching the kit, he thoroughly checked the iabp and found that an axis of the cooling fan on the power supply dropped off from the bearing. No patient was involved.

Manufacturer narrative:
The company service representative examined the unit and replaced the power supply assembly (part #0014-00-0033e05). Performed the functional tests and safety checks to meet factory specifications. The unit was released to the customer. The power supply assembly was received by the manufacturing facility at (B)(4) for evaluation. The evaluation performed showed that the fan of the power supply was in good operational conditions. The fan blade was intact (old style) and there was not excessive amount of dust inside the power supply. The blades were replaced for the new design and the power supply assembly was returned to stock. (B)(4).